Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Left-side capsular contracture, baker grade 4.